Event description:
It was reported that the 3 lumen cvc was inserted into the patient's internal jugular vein in diagnostic radiology (B)(6). The patient was moved to oncology ward 58 where the nurses conducted an inv atg infusion approximately 6pm. A complaint was made by the patient that the catheter was leading at the exit site of the catheter. At that time, the clinician also found that the proximal port could not be flushed. As the other ports were usable, the cvc continued to be in situ until the stem cell infusion on the (B)(6). The catheter was then removed after the completion of the infusion procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).